Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2016 and 2nd strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. Patient has died on (B)(6) 2022 and there is no further details on death causality. This record captured 2nd strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Clarification to h6: previous medwatch submission noted death. Upon additional information, abbvie has determined that the event of death is deemed not device related. A review of the device history record for strattice lot sp100537 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient was born with an abdominal wall defect (gastroschisis), who underwent a ¿ventral¿ hernia surgery and was implanted with a strattice device lot ¿sp100381-101¿ on (B)(6)2016. The patient underwent an ¿open ventral incisional hernia repair with biological mesh¿ on (B)(6)2017. The patient was implanted with a second strattice device lot ¿sp100537-078¿ on the same date. The patient then underwent an ¿incisional/ventral hernia repair with biologic mesh¿ on (B)(6)2018 and implanted with a third strattice device lot ¿sp100595." The patient then underwent an ¿open ventral incisional hernia repair with mesh¿ on (B)(6)2018 and implanted with a non-abbvie device, ¿xenmatrix lot hucr0748.¿ the mesh was revised due to ¿recurrent ventral hernia repair with biologic mesh¿ on (B)(6)2018 and implanted was a second non-abbvie device, ¿bard mesh lot #hucq0919.¿ the mesh was revised on (B)(6)2022 due to ¿open repair of recurrent ventral incisional hernia with biological mesh, abdominal re-entry for correction of re-herniation¿ and implanted with a fourth strattice device lot ¿sp200312-045." The form lists the conditions that were treated were ¿open ventral incisional hernia repair with biologic strattice mesh¿ on or about (B)(6)2016. The patient also underwent a ¿open ventral incisional hernia repair with biologic mesh (strattice)¿ on or about (B)(6)2017. The patient was treated for ¿incisional/ventral hernia repair with biologic mesh (strattice)¿ between (B)(6)2018. The patient underwent ¿open ventral incisional hernia repair with mesh (recurrent); at bedside serous sanguinous oozing around left jp drain¿ between (B)(6)2018. The patient was treated for ¿recurrent ventral hernia repair with biologic mesh¿ on or about (B)(6)2018. The patient was seen for ¿abdominal pain¿ between 2018 and (B)(6)2022. The patient was treated for ¿bowel obstruction¿ between approximately 2017-2018. The patient received treatment for ¿abdominal pain/adhesions¿ between (B)(6)/2016 and (B)(6)2022. The patient was seen for ¿bowel obstruction, abdominal pain, adhesions¿ between (B)(6)2016 and (B)(6)2022. The patient was seen for ¿hernia symptoms¿ from approximately 2018 to (B)(6)2022. The patient was treated ¿open repair of recurrent incisional hernia with biologic mesh (strattice); abdominal re-entry for correction of re-herniation¿ between (B)(6)2022. The patient received ¿post-op rehab¿ between 2018-2019. Per death certificate, patient died on (B)(6)2022, deemed not device related as reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6)2016 and 2nd strattice on (B)(6)2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. Patient has died on (B)(6)2022 and there is no further details on death causality. This record captured 2nd strattice.